Manufacturer narrative:
The patient's attorney initially reported a single composix kugel mesh, which was filed with the FDA under (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh implanted during the same procedure. Based on a review of the medical records, patient who had a previous gastrojejunal bypass for morbid obesity underwent a procedure for a panniculectomy and repair of a large ventral hernia and a multifaceted incisional hernia with two composix kugel meshes sewn together on (B)(6) 2003. She was admitted for a wound infection on (B)(6) 2004 and was admitted for surgery the next day. While it was noted that there was purulent material adjacent to the mesh, there is no indication in any of the records received that the mesh was the source of the reported infection. Infection is, however, listed as a possible adverse reaction in the product's instructions for use. The IFU states that if an infection develops, to treat it aggressively. An untreated infection could require removal of the prosthesis. Currently, it is unknown whether the device may have caused or contributed to the event. No product has been returned and no specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Based on a review of medical records provided by patient's attorney: on (B)(6) 2003: panniculectomy and intraperitoneal repair of multiple ventral hernias with two pieces of composix kugel mesh sewn together. On (B)(6) 2004 - removal of infected mesh following admission for wound infection on (B)(6) 2004. Wound left open and a wound vacuum put in place.